Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm fenestrated bipolar forceps instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and was found to have localized melting near the grip base. The instrument was placed and driven on an in-house system. It passed the recognition, engagement, energy delivery and electrical continuity tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during central processing procedure, the fenestrated bipolar forceps instrument was found to have a chipped plastic distal tip. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no fragments were missing or fell into the patient, no images or video are available, and the instrument was returned for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.